Event description:
Determined to be reportable based on analysis approved on 8/24/06. It was reported that during a pci procedure, the physician experienced difficulty crossing the lesion. A 2.75x28mm taxus liberte drug eluting stent was advanced toward the proximal left circumflex lesion; however, they were unable to cross the lesion. The procedure was completed using another taxus liberte of the same size. There were no pt complications and the pt condition was reported as satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned device found proximal stent strut damage. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. The struts were bent back distally. The stent was found to have moved distally over the tip. No kinks or damage were noted with the hypotube. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The shop floor paperwork was reviewed for this batch of devices #8316783 and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product. The root cause of this event is unk.